Event description:
Customer reported via phone call that the blood glucose readings are fluctuating. The blood glucose reading was 42 mg/dl at one point.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.